Manufacturer narrative:
The reported event of unable to insert the lead into the pcs catheter was confirmed. The ring electrode was compressed consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during lead implant procedure, the lead could not pass the catheter due to strong resistance. The lead was not used and was replaced. No patient consequences were noted.